Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began losing pain control for the target area in (B)(6) 2011. The hcp decided to perform a lead replacement due to scar tissue and other factors. To implant the new lead a laminotomy was necessary. Following the laminotomy procedure the patient was in constant pain. Additional information has been requested, but was not available as of the date of this report.